Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that their device experienced an inappropriate loss of power. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device random;y powered off by itself during a patient event. This issue is patient related; however there was no adverse patient outcome reported.